Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 200 syringe 3ml ll 23x1in tw india experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: received 20g 200pc spinal in the pack box of 26g.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that 200 spinal needle 26ga 3.50 in for india experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: received 20g 200pc spinal in the pack box of 26g. D.1. Medical device brand name: spinal needle 26ga 3.50 in for india d.1. Common device name: needle. D.2. Medical device type: n/a . D.4. Medical device catalog #: 405124 . D.4. Medical device lot #: 1804019 . D.4. Medical device expiration date: 2023-03-31. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA/510(k)#: n/a. H.4. Device manufacture date: 2018-04-26 h3 other text : see h.10

Event description:
It was reported that 200 spinal needle 26ga 3.50 in for india experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: received 20g 200pc spinal in the pack box of 26g.

Event description:
It was reported that 200 spinal needle 26ga 3.50 in for india experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: received 20g 200pc spinal in the pack box of 26g.

Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Upon visual inspection, the photo displays packages from lot 1707010 (ref (B)(4)) spinal needles quinke 20gx3.50in inside a shipping box with a label from lot 1804019 (ref (B)(4)) spinal needle quinke 26 g x3.50 in. A device history record review did not reveal any documented quality issues during the production of lot number 1804019 or lot 1707010 that could have contributed to this incident. Both lots were manufactured in the san agustin facility, however, lot number 1707010 (ref (B)(4)) was manufactured in july 2017 whereas lot 1804019 (ref (B)(4) manufactured in (B)(6) 2018. After packaging, the product was sent for sterilization. Each cycle was performed individually and again at separate times due to the manufacturing date of the product and when it was sent for sterilization. Distribution records were reviewed, verifying the product arrived at the final location on separate dates. All products were shipped in full cases, sealed, with no documented incidences or reworking of the packages. Inspections are performed during manufacturing to verify the product information, lot, and other data is properly printed and accurate for the corresponding graphic sheet of the product. Based on our quality team's investigation, we were not able to identify a root cause related to our process at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that 200 spinal needle 20ga 3.50 in for india experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: received 20g 200pc spinal in the pack box of 26g.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device manufacturer, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that 200 spinal needle 20ga 3.50 in for india experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: received 20g 200pc spinal in the pack box of 26g. D.1. Medical device brand name: spinal needle 20ga 3.50 in for india. D.1. Common device name: needle. D.2. Medical device type: n/a. D.4. Medical device catalog #: 405123. D.4. Medical device lot #: 1707010. D.3. Medical device manufacturer: becton dickinson, s.a. D.4. Medical device expiration date: 2022-06-30 . D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson, s.a. G.5. PMA/510(k)#: n/a h.4. Device manufacture date: 2017-07-07 h3 other text : see h.10.